Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a versacross connect for faradrive was selected for use. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A non-boston scientific coronary sinus (cs) catheter was placed and a faradrive sheath with farapoint catheter was used to complete a cavotricuspid isthmus (cti) line with nitro given. A sinus was obtained but bradycardic. Then, versacross connect was placed, transseptal puncture was obtained visualized as mid/mid. Mapping was completed and a farawave catheter was advanced. Physician performed pulmonary vein isolation, posterior wall isolation and mitral valve isolation with a total of eighty-three (83) applications. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the left atrial appendage (laa) of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid (bright dark red blood) were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and passed away later that night. There were no transseptal puncture or ablation workflow issues noted other than some groin access issues as patient had some difficult anatomy at the groin and appendage. The physician believes the complication occurred before the wm sheath was introduced. Patient family refused autopsy. Patient had other comorbidities that lead to decompensating sooner.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. The reported allegation is not confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of pericardial effusion, cardiac tamponade, hypotension, arrhythmia and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported events of pericardial/pleural effusion, perforation and/or tamponade, and arrhythmias are anticipated in nature as per the IFU for the device as reported to bsc. The allegation of adverse events are confirmed and are listed within the IFU, therefore the 'known inherent risk of device' cause code was selected as investigation conclusion code.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a versacross connect for faradrive was selected for use. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A non-boston scientific coronary sinus (cs) catheter was placed and a faradrive sheath with farapoint catheter was used to complete a cavotricuspid isthmus (cti) line with nitro given. A sinus was obtained but bradycardic. Then, versacross connect was placed, transseptal puncture was obtained visualized as mid/mid. Mapping was completed and a farawave catheter was advanced. Physician performed pulmonary vein isolation, posterior wall isolation and mitral valve isolation with a total of eighty-three (83) applications. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the left atrial appendage (laa) of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid (bright dark red blood) were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and passed away later that night. There were no transseptal puncture or ablation workflow issues noted other than some groin access issues as patient had some difficult anatomy at the groin and appendage. The physician believes the complication occurred before the wm sheath was introduced. Patient family refused autopsy. Patient had other comorbidities that lead to decompensating sooner.